Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
Surgeon attempted to start up planning station, and blue screen occurred. The field service engineer (fse) shut down planning station and restarted. When restarted, trackpad would not respond. Mouse was plugged in, but still unresponsive. The fse restarted planning station and surgeon was able to login. No patient involvement, delay less than 10 minutes.

Manufacturer narrative:
It was reported that a blue screen appeared when the field service engineer tried to start up the planning station. Device history record review and complaint history review were not performed based on the low severity of this complaint. A full analysis of the data logs has been performed and this analysis concluded that a blue screen error occurred on planning station which might be related to a graphic card drivers issue. It is assumed that the sequence of events might be due to windows system but no exploitable data permitted to confirm it and determine the cause for these issues.

Event description:
Surgeon attempted to start up planning station, and blue screen occurred. The field service engineer (fse) shut down planning station and restarted. When restarted, trackpad would not respond. Mouse was plugged in, but still unresponsive. The fse restarted planning station and surgeon was able to login. No patient involvement, delay less than 10 minutes.